Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that pump history was missing bolus data. Review of the pump data logs by tandem technical support showed that the customer goes several hours without delivering boluses. Additionally, review of the pump data showed that no alarms had occurred that would indicate that pump delivery had been suspended. There was no impact to the customer's blood glucose level.